Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic and it was noted that the implantable cardioverter defibrillator had stored episodes of right ventricular lead oversensing. Upon review of the episode, it was noted that the right ventricular lead exhibited noise and inappropriate anti-tachycardia pacing therapy was delivered. The lead was suspected to have insulation damage and high voltage therapy was turned off to prevent any injury to the patient. On (B)(6) 2019, the right ventricular lead was explanted and replaced along with the implantable cardioverter defibrillator. The implantable cardioverter defibrillator was replaced due to advisory status. The patient was reported to be in stable condition post procedure. No further incident was reported.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.